Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of insulin pump was stick. The customer blood glucose level was unknown. Customer stated that the insulin pump had unexplained and random no delivery alerts also batteries only lasting 5 days. Customer stated that battery cap was worn and hard to get off. Customer stated that insulin pump makes grinding noise when rewind also the rewind was slower. The insulin pump will not be return for analysis.